Event description:
Fronto-orbital advancement (bandeau) with frontal cranioplasty and expansion. Three day post op hematoma requiring evacuation. Finding at re-operation: buckling of two plates spanning fronto-parietal osteotomy gap from frontal advancement.